Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer was unable to boot. The programmer's hard drive was reconfigured and loaded with updated software. It was also indicated that the radiofrequency (rf) head connector was loose, and therefore the link electronic module (lem) board was replaced and recalibrated. It was also indicated that the keyboard latch and right keyboard hinge were broken, and therefore were replaced. It was also indicated that the system fan was noisy and therefore replaced. It was also indicate that the power supply failed a thermal sensor functionality test and therefore the power supply was replaced. The programmer passed final functional and system tests.

Event description:
It was reported that the programmer was unable to boot past the multi-language screen. Boot up was attempted multiple times without success. The programmer has been returned to service. The programmer tested out of specification during manufacturer's analysis. There was no patient involvement.